Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the cartridge was fired and the cartridge fell out of the device. The device cut and stapled properly. The cartridge was retrieved through the trocar with no pt consequence.